Event description:
The customer reported that the system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was working as intended and put back into service.